Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reported issue was detected during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has received the mtm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the clinical sales representative (csr) reported that one opto button stuck on the left master tool manipulator (mtml) from the surgeon side console (ssc) 1. It was a dual ssc, so the surgeon elected to switch to the ssc 2 to complete the procedure. The procedure was converted to another dv with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a master tool manipulator (mtm) involved with this complaint to perform failure analysis. The mtm was analyzed and found to have the spring on the opto button damaged. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to a failing spring on the opto button of the mtm.